Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-641a-1241: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint ¿no aiming beam; wouldn't fire¿ could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at the beginning of a prostate procedure the fiber was defective, indicating that there was no aiming beam. The fiber was exchanged and the second fiber exhibited the same issue as the first fiber. The fiber was exchanged and the third fiber was utilized to complete the procedure. Patient outcome: "no further complications" reported. No injury to the patient was reported. This report is for the second fiber.